Event description:
During a lap cholecystectomy procedure, when the device was fired, two clips came out of the jaws of the device. Another device was used and the same thing occured again. The patient required hospitalization. Unknown how the case was completed.

Manufacturer narrative:
Add'l lot number c4d170.